Manufacturer narrative:
Concomitant medical products: 5076-45 lead, date of implant (B)(6) 2006; 419478 lead, date of implant (B)(6) 2006; 500fa27 mechanical valve, date of implant (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for a single low pacing impedance measurement. The lead remains in use. No patient complications have been reported as a result of this event.